Manufacturer narrative:
The extension and lead were returned to the MFR for analysis in 2008. Neurostimulator eval: foreign material was found under the connector cover. There was no anomaly found with the device. The neurostimulator was functionally ok. Extension eval method & conclusions: device analysis of the extension revealed that all the conductor wires were broken corresponding to an area of pinched outer insulation.

Event description:
The pt felt a surging sensation. The next day she had a headache and felt no stimulation sensation. The implantable neurostimulator may have shifted in the pocket. There was no known accident or incident related to the complaint. On/off options were reviewed with the pt. The pt was at home at the time of the complaint and her status was reported as "good". The pt was seen in clinic the same day. Impedances were greater than 3600 ohms on all 4 electrodes. An x-ray was taken. There was a possible extension or lead fracture related to positioning difficulties. Approx two weeks later the pt had surgical exploration of the sys. The implantable neurostimulator was compromised by a body fluid short. The extension and neurostimulator were replaced the same day. The neurostimulator was repositioned on her right hip. Two months after replacement the pt felt much better and had good coverage. The hcp reported the pt outcome as 'no injury, recovered without sequela'.